Event description:
During treatment of acute ischemic stroke located in the m1 segment of the middle cerebral artery (mca), balloon dilatation was performed with two balloons. The treated lesion "recoiled", therefore a stent was implanted. Post stent implantation, balloon dilatation we performed again. The first balloon could not pass through the stent; therefore a second balloon was used. The procedure was completed. One hour post procedure, brain computated tomography demonstrated subarachnoid hemorrhage (sah) in the m2-m3 segment of the treated mca. The sah resulted in a stroke. Craniotomy was performed to treat the sah. The patient is currently experiencing quadriplegia and aphasia. It is the physician's opinion that the guidewire perforated the vessel during the 1st or 2nd predilatation.

Manufacturer narrative:
The subject device was disposed.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, the reported event is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
During treatment of acute ischemic stroke located in the m1 segment of the middle cerebral artery (mca), balloon dilatation was performed with two balloons. The treated lesion "recoiled", therefore a stent was implanted. Post stent implantation, balloon dilatation we performed again. The first balloon could not pass through the stent; therefore a second balloon was used. The procedure was completed. One hour post procedure, brain computated tomography demonstrated subarachnoid hemorrhage (sah) in the m2-m3 segment of the treated mca. The sah resulted in a stroke. Craniotomy was performed to treat the sah. The patient is currently experiencing quadriplegia and aphasia. It is the physician's opinion that the guidewire perforated the vessel during the 1st or 2nd predilatation.